Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) checked the subject device and found the following. The adhesive of the bending section rubber was detached, chipped, cracked, or had a burr. The adhesive around the ultrasound transducer unit was missing. The insertion tube had buckles, coating peel-off or stickiness. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] - fungus (1 cfu). [Second time; (B)(6) 2021] - moraxella osloensis (1 cfu). [Third time; (B)(6) 2021] - mixed environmental organisms (13 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Olympus requested the user to provide the information regarding reprocessing, however the user did not provide, and olympus could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the relationship between the reported event and the subject device could not be determined based upon the information from the user and (B)(4), the exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.